Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 3 reports associated to this complaint: 1) this very report. 2) manufacturer report number 2029046-2023-02546. 3) manufacturer reporter number 2029046-2023-02549. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a qdot-micro, uni-directional, d curve, c3, split handle and the patient experienced pericarditis with unknown intervention. It was reported that the physician made a comment/complaint in passing (on 10-oct-2023) that "with the use of qdot they were seeing a lot of pericarditis." When a company representative asked the physician how many, the physician stated "at least three" of his patients developed pericarditis after qdot ablations. The referred-to patients had afib ablations using qdot micro catheters, performed since the "end of (B)(6) 2023." Specified dates and case information were unknown. The patients presented with chest pain and were diagnosed with pericarditis (verified on 12 lead EKG). Physician's opinion on the cause of this adverse event was bwi malfunction (no specific details were given). This physician uses q-mode plus to ablate on the posterior wall of the left atrium, standard q-mode in all other locations, typically. The physician converted to using solely qdot catheters in late (B)(6) 2023. The patient discharged from the hospital after the procedure then came back to the emergency room for chest pain. Bwi received information indicating that the patient was discharged but did not know how the pericarditis was discovered. The intervention for the condition is unknown.